Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00269. Reference exemption number e2017029.

Event description:
It was reported that plate was removed due to patient condition.

Manufacturer narrative:
Device material number nor lot number was identified therefore complaint rate, review of device history records and risk file was not possible. The root cause for the failure cannot be determined since neither material nor lot number were provided. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
Updated method code and results code, and corrected manufacturing narrative of device evaluation. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number was not identified; therefore, the device history records were not reviewed. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
Corrected method code and corrected manufacturing narrative of device evaluation. An investigation was not performed because no device was returned, and no failure was described. Review of the device history records was not possible due to no lot number being identified. The root cause cannot be determined due to no device returned and no failure described. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.